Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 15 april 2025, day 21 after insertion. The RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis showed no issues with sensor functionality. A review of the raw sensor data showed depressed signal and reference channels, since insertion, leading to early sensor retirement. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4.date of this report 14 july 2025. D9 device available for evaluation? Yes on 02 may 2025. G3.date received by the manufacturer? 14 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.